Event description:
The reporter contacted lifescan alleging that the patient's one touch ultra meter would not power on. The reporter did not know the last date and time that the patient tested with the meter. The patient had no symptoms of high or low blood glucose level at the time of concern. No treatment provided to the patient was noted. The customer care representative (ccr) verified that the test strips were correct, the battery was less than one year old and correctly installed, and the battery contacts were in good condition. The ccr walked the reporter through pressing the power button and the meter did not power on. The reporter neither alleged that the patient was harmed, experienced injury or medical intervention.